Manufacturer narrative:
Investigation results: one mz1000 sample was received without packaging for investigation. There were some yellow residual present and the sample was also returned with two terumo extension set. The customer reported that they experienced difficulty connecting the terumo set to the maxzero and despite successful connection it was not "firm" and did not feel secure. A visual inspection of the returned samples did not identify any product defects or manufacturing issues which could have caused or contributed to the customer's experience. Functional testing confirmed the connection between the maxzero and the returned extension sets remained secure when connected, as well as when connected to other bd stock products; no inadvertent disconnection occurred throughout testing. Furthermore, no leakage was observed when subjected to leakage testing at both the fla and the male luer of the set. The details of this feedback were forwarded to the manufacturing site for investigation. In this instance, a definitive root cause could not be identified as testing of the returned samples did not identify any product defects or quality deviation that could have contributed to the customer¿s experience. A review of the production records for lot 23035399 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. Although it was not possible to determine a definite root cause for this issue, the quality team at the manufacturing site has been informed of this complaint in order to be aware of the reported failure mode during future production of this product. A review of the customer feedback database indicates that reports of this nature against products in the mz1000 product family are rare and have been occurring at a low frequency within the last 12 months.

Event description:
No additional information.

Event description:
It was reported that bd maxzero needleless connector was loose the following information was received by the initial reporter with the following verbatim: it was reported that when customer tried to connect it, it popped and could not be connected. Customer tried changing the extension tube side (thermo thermo saffee extension tube #sf-et1735l), but it was the same. Ebina (original commentary): when trying to connect the thermo saffee extension tube #sf-et1735l to the female side (mixing part) of the recovered mz100, the lure of the extension tube was turned (clockwise) and tightened until the end (until it stopped turning), but it was not firmly 'adhered and connected' and was easily ( as a result, we suspected a defect on the extension tube side and prepared a new extension tube (thermo's safed extension tube #sf-et1735l) and tried the same connection as above, but also failed to make a 'firm' connection. Firm" connection could not be made. Therefore, suspecting that the mz1000 was defective, a new mz100 was prepared and connected to the extension tube (thermo's safed extension tube #sf-et1735l), and a firm (adhered) connection was made without popping.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.